Event description:
Customer's mother reports that customer's insulin pump has short battery longevity. It is reported that batteries last less than a week. Issue continues even after receiving battery cap. During troubleshooting, it was found that customer does not use sensor feature, customer does not use rechargeable batteries and customer did not receive a weak battery alert. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.